Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had significant external driveline damage. There are several areas of complete loss of integrity of the outer casing of the driveline due to degradation of previous driveline repair, and additional outer sheath damage related to wear and tear. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associate device met all requirements for release. Review of log files revealed normal operating parameters for the last 14 days until (B)(6) 2018. On-site inspection of the driveline cable revealed new cracks and discoloration and degradation of the previous repair, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Based on the investigation the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.